Event description:
It was reported that while preparing for a da vinci s prostatectomy procedure, upon system start up, the site received a system error 253. With the assistance of an isi technical support engineer, the surgeon checked the system cabling, reset the system power breaker and restarted the system, however the system error 253 continued to occur. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 253 experienced by the customer was associated with the multiple servo driver (msd) pca board. The system contains five multiple servo driver (msd) pca boards, which provide drive current to the servo motors associated with each degree of freedom. The system was repaired by replacing the affected msd pca board. The msd board was returned to isi for failure analysis investigation. Engineering confirmed the customer reported system error code 253 and found the board output to be out of the acceptable range as of january 19, 2012, there have been no reported recurrences of the issue at this hospital.